Manufacturer narrative:
Field change: d4, h3,h6,h10. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The ams pump was visually inspected and functionally tested and performed within specification; no leaks were found. Device analysis is unable to confirm the reported events. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and replaced. Additional information was received. Patient was unable to use his prosthesis due to discomfort and significant scarring around the device. Patient experienced pain. No adverse patient effects.

Event description:
It was reported that patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and replaced. Additional information was received. Patient was unable to use his prosthesis due to discomfort and significant scarring around the device. Patient experienced pain. No adverse patient effects.